Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricle failure, multi-system organ failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to right ventricle failure and multi-system organ failure. The device reportedly operated as expected, and the event was not device related. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Multiple organ dysfunctions/failures, including right heart failure, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away on (B)(6) 2021 due to multi-system organ failure and right ventricular (rv) failure. It was noted that these adverse events were not thought to be related to the device and the device had operated as expected. An autopsy was not performed.